Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a blackout while driving, was involved in a motor vehicle accident, received glucagon, and was later found to have a blood glucose of 44 mg/dl; the reporter initially attributed the event to dexcom g7 readings running higher than fingerstick causing incorrect insulin delivery, but subsequent clarification established the user was not on the ilet at the times of the events and had been removed from the pump before and returned after. Symptoms included hypoglycemia with loss of consciousness. Outcomes included ems involvement, hospital transport, and admission without long-term sequelae reported. Investigation included review of synced ilet data and user timeline clarification. Investigation of this case revealed no device malfunction or ilet involvement because the events occurred while the user was off the ilet, and all available ilet reports were accurate when synced. It was concluded, based on previously established findings for similar reports, that the cause was unclear and unrelated to ilet use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.